Event description:
Account reported a urine sample gave a negative result for leukocytes. The microscopic examination showed 40 wbc/hpf, but a visual reading of the strip continued to give a negative result. The account was unable to provide the sample for evaluation.